Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient¿s ipg had an increased recharge burden. In turn, surgical intervention may be pending.

Event description:
Further follow-up indicates the patient had their ipg explanted and replaced. Effective therapy restored postoperatively. Issue resolved.